Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. Concomitant medical products: 1896-5037s locking screw, fully threaded t2 tibia 5x37, 5mm lot# k104950, lot#k115907; 3060-008s lag screw, ti gamma3 10.5x80mm lot#k149984; 6704-4-016 vit cable crimp sleeve 1.6mm lot# 38749501; 6704-8-236 dall miles vit 1.6mm cable, lot# 38656402.

Event description:
It is reported by ca bfarm that they received a user report of a broken gamma nail.